Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer's blood glucose level was 8.4 mmol/l. Customer reverted to using an alternate method of insulin therapy.